Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.

Manufacturer narrative:
This follow-up report is being filed to relay patient's date of birth, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Inserter appears to be of proper length even with bend. It appears that the inserter was bent and fractured during use, most likely due to excessive force being applied.

Event description:
It was reported that patient underwent a labral repair procedure utilizing a soft anchor on (B)(6) 2014. During the procedure, the surgeon attempted to insert the soft anchor through the percutaneous guide; however, the top of the guide broke and the inserter did not seem long enough to implant the anchor in the correct position. Additional holes were drilled and another anchor and a curved guide were used to complete the procedure.